Manufacturer narrative:
(B)(4). Product not returned for evaluation. No product replaced at this time. Most likely underlying root cause of malfunction: insufficient blood sample applied to strip note: unable to establish contact with customer via telephone at call backs on (B)(6) 2017; messages left on customers voicemail. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. Daughter is calling on behalf of the customer. During the call on (B)(6) 2017 the customer felt weak and tired. When asked if customer required medical attention, daughter stated she did not know, she needed to perform a blood test on customer. Attempted to run a blood test and daughter disconnected the call. Attempted two call backs to customer; unable to contact via telephone and voicemails were left requesting customer call back.